Event description:
The device (part #cev669e was returned to mxi svc and repair. There was a sparks at the connection plug during surgery.

Manufacturer narrative:
Complainant/facility: (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered I the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: n/a. (B)(4).